Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus 2.25mm device. The advancer unit and burr unit were received together. The advancer knob was returned locked in a backward position. No damage or irregularities were observed to the handshake of the device. Microscopic examination and visual examination presented no damage or irregularities to the sheath/coil of the device and to the annulus or burr. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the console stall light came on. The advancer was dismantled and the turbine was found to corroded and the ultem to be melted. No other damage or irregularities were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that unstable speed occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior atrioventricular branch(r-pav) to first right posterolateral segment (rpl). After using a 2.0mm rotalink, a 2.25mm rotalink plus was selected for use. During procedure, it was noted that the rotational speed did not rise and the movement of the burr did not have smooth movement. The rotawire was inspected and no issues were found. Then, a balloon was used for dilatation to finish the procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that unstable speed occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior atrioventricular branch (r-pav) to first right posterolateral segment (rpl). After using a 2.0mm rotalink, a 2.25mm rotalink plus was selected for use. During procedure, it was noted that the rotational speed did not rise and the movement of the burr did not have smooth movement. The rotawire was inspected and no issues were found. Then, a balloon was used for dilatation to finish the procedure. No patient complications were reported and the patient's condition was good.